Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had an MRI on (B)(6) 2025 of the neck and low back. They had activated MRI mode. They reported that during the MRI scan they had a warming feeling in the low back region and had started to have a loss of feeling or going numb in left leg. Following the MRI, the patient deactivated MRI mode, turned stim on and then felt a burning sensation at ins pocket that radiated following down the lead. The patient did report still feeling some sensation even with stimulation off. Impedances were all green, ranging from 675-1450 ohms. The patient charged the implant every 2 weeks per the manufacturing representative (rep). The agent reviewed to consider trying other progr ams to see if the patient felt the same issues or if they change. Rep will discuss further with doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.